Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 300cc saline breast implant, catalog # 3501645, lot number 5991387. Initial reporter phone: (B)(6). (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which bilaterally deflated after implantation. The issue was diagnosed by ultrasound. As a result, patient underwent bilateral removal and replacement as follow; left replaced with catalog number 3501625, lot number 7521520, and right replaced with catalog number 3501645 on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation teamobserved two rents; rent a measuring approximately 0.4 cm discovered on the posterior view and rent b measuring 2.1 cm discovered on the anterior view. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed, and it did not provide conclusive evidence of what could be the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 9/10/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report indicates the serial number for the left implant is (B)(4). Concomitant product: serial number (B)(4). Serial number for the replacement product is (B)(4). This report is for the left implant. Manufacturer¿s reference number: (B)(4).